Manufacturer narrative:
Additional information: d10, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The dialyzer was returned with the ogden provided blood port caps, one ogden provided adapter cap, and one corporate sample return kit adapter cap attached. Blood was present throughout the dialyzer. Coagulated blood was present in both headers and in the bell-housing area on the cavity ID end of the dialyzer located at approximately 270 degrees, with the dialysate ports situated at 0 degrees. The returned sample was subjected to a laboratory bubble point test. No leak was detected possibly due to the coagulated blood present in both headers. The dialyzer was then subjected to destructive disassembly for further visual examination. Upon extraction of the fiber bundle, a potted fiber fragment measuring approximately 0.47 mm in length was identified on the cavity ID end. The fiber fragment was identified at approximately 270 degrees, with the dialysate ports situated at 0 degrees. The opposing end of the fiber could not be isolated. Further examination of the fiber bundle did not identify any other damage or irregularities. The inferior surface of both polyurethane potting ends were examined for voids; no voids were noted. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A hemodialysis (hd) user facility reported a dialyzer blood leak that occurred during a patient¿s hd treatment. Additional information was obtained during follow up with the facility administrator (fa) at the unit. The fa stated the blood leak occurred at the start of a patient¿s treatment, and that it was internal. The blood leak was not visible. Blood test strips were used to test for the presence of blood, and they tested positive. The machine, a fresenius 2008k2, alarmed with a blood leak alert. Fresenius bloodlines were also being used. There was no reported damage identified on the dialyzer. After the machine alarmed, the treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was approximately 250 ml. The fa confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The dialyzer was reportedly available to be returned for a manufacturer evaluation.